Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported a patient experienced a corneal burn at incision edge during cataract extraction surgery. The phacoemulsification (phaco) did not work with the handpiece. The handpiece made "milk" in the patient's lens. The handpiece was removed form the eye and exchanged but the system did not work well. The system was switched to perform a combined vitrectomy/cataract procedure due to a burned cornea and a dislocated fragment that fell into the vitreous cavity. There was corneal melting at closure of the case. The patient was hospitalized. Additional information has been requested but not received. This is one of four reports from this facility.

Manufacturer narrative:
The company service representative examined the system and found the associated system to meet product specifications. It was noted that the footswitch had displayed system message (sm) [footswitch detent motor failure] for several days, so the footswitch was replaced. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned phaco handpiece found cable damage. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet functional specifications. No functional problem was found with the returned phaco handpiece during testing; therefore, the customer reported events could not be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).